Event description:
This procedure was performed on the left renal artery via left femoral artery access. The physician crossed a previously stented left renal artery with an .014 wire through a 6f catheter. The physician then delivered a 5x18 paramount mini stent on the wire to the site. However, the stent would only go halfway into the lesion. As the physician worked, the guide lifted the proximal struts of the stent off of the balloon. Upon inflation, the proximal part of the stent broke off and drifted into the aorta down to the iliac bifurcation. The doctor then chose a different stent and trapped the stent piece between the newly deployed stent and the artery wall at the ostium of the left common iliac.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.